Manufacturer narrative:
The customer reported a complaint that "the proximal infusion luer tubing of the quattro catheter (lot #167919) had a cut close to the manifold" was confirmed during the visual inspection of the returned catheter. During visual inspection, noticed that the proximal luer tubing was torn or ruptured. The probable root cause could be the high-pressure introduction caused by the use of a high-pressure pump. Upon visual inspection, the tear was located at 2cm away from the proximal end of the manifold. In addition, noticed dries blood residues in the luer tubings. No other physical damage was observed on the catheter. All lumens were flushed without resistance, except proximal infusion luer due to the observed damage on the tubing. A functional pressure leak test was performed. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was observed. The balloons did not leak during testing. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for quattro catheter with lot #167919. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Probably outcome death related to the patient's clinical condition and not to ivtm therapy. Death was not related to zoll device. The event is not related to the device and procedure.

Event description:
An ivtm therapy was initiated for a patient after CPR, the quattro catheter (lot #167919) was inserted into the patient's right femoral vein. The catheter placement was smooth and was placed in a single attempt. At the start of ivtm therapy, the patient temperature was 35.9°c, and the target temperature was set to 33°c at max rate. During the maintenance phase, the nurse observed blood on the patient's bed and noted blood coming out from the proximal infusion luer tubing close to the manifold. The nurse stated that the proximal infusion luer tubing had a cut close to the manifold. The dwell time of the catheter was 12 hours. The patient died due to sickness, and the customer said that the patient's death was not related to the zoll catheter and was due to existing comorbidities. The catheter was removed from the patient without any noted difficulty. The customer provided no further information due to data security.